Event description:
Reported stated that back to back tests performed on the surestep meter were 30, 60 and 90 ml/dl (100% difference). No symptoms were reported. Control solution test result (122) was in range (87-131). There was no allegation of harm.